Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was not feeling any stimulation anymore in regards to their itrel 3 neurostimulator. Premature battery depletion is suspected. An estimated battery longevity for this device was expected to have lasted 13-16 months. Interrogation had revealed that there was no telemetry with the envision. Device is intended to be replaced. Patient outcome was noted as "he is ok". No patient injury was reported.